Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. [702466918_mw5075557.pdf].

Event description:
The patient reported, through a voluntary event report submitted to the FDA, that their spinal cord stimulator (scs) device was not functioning properly. The patient noted the issue had occurred in (B)(6) 2017 and was still an issue at the time of their report on (B)(6) 2018. It was stated that the device ¿causes sever knee pain¿ and did not help with the patient¿s back pain. The patient noted that their pain level in combination with an insurance issue would not allow them to travel the distance required to meet with their surgeon, where a manufacturer representative (rep) would be able to adjust their stimulation. After eight months, the patient was able to make the ¿excruciating painful 100 mile trip¿ to their surgeon¿s office in order to meet with their physician and a rep. The patient noted the rep adjusted their device at that time, ¿making it worse¿ and resulting in the device being ¿worthless¿ at the time of their report. The reps the patient dealt with reportedly were ¿failing miserably to provide the benefits the device was supposed to give.¿ the patient noted they needed help and that their ¿health had gone downhill severely due to this.¿ the patient self-reported their event type as ¿serious injury¿ with an event outcome of ¿disability/permanent damage.¿ it was noted the patient had been implanted with a scs device since 2002 for pain control. No further complications were reported or anticipated. Please see the attached voluntary event report form mw5075557 for the event information originally reported directly by the patient.